Event description:
B)(6) male pt was to undergo a nephrectomy. During placement of epidural catheter for regional anesthesia, the epidural catheter was not trending into the epidural space, the catheter was removed, however, upon removing the catheter, it was noted that part of the catheter sheared off and about 3-4 cm remained in the pt's back. No further intervention was taken at that time. Ref MFR report 2183502-2013-00023,